Event description:
Complainant alleged that during biomed testing the device displayed a flat line instead of ECG in lead ii and pads mode. Complainant indicated that there was no patient involvement in the reported malfunction.